Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7140175 product family: scs-r-MRI upn: m365sc12160 model: sc-1216 serial: (B)(6). Batch: 590307

Event description:
It was reported that the patient had an infection at the midline incision. The patient underwent a revision procedure wherein the patients wound was cleaned out. The patient was doing well postoperatively.

Event description:
It was reported that the patient had an infection at the midline incision. The patient underwent a revision procedure wherein the patients wound was cleaned out. The patient was doing well postoperatively. Additional information was received that the patient had discomfort at the midline incision as a symptom of infection. The physician believed that the infection was not procedure related. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were kept by the medical facility.

Event description:
It was reported that the patient had an infection at the midline incision. The patient underwent a revision procedure wherein the patients wound was cleaned out. The patient was doing well postoperatively. Additional information was received that the patient had discomfort at the midline incision as a symptom of infection. The physician believed that the infection was not procedure related. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were kept by the medical facility.